Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient had a systemic infection. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296, implantable pacing lead, (B)(6) 2011; c2tr01, implantable pulse generator (ipg), (B)(6) 2011; 6570, stent, (B)(6) 1998; 6575, stent, (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.